Manufacturer narrative:
Initial report or supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2018.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they visited emergency room due to diabetic ketoacidosis and high blood glucose of 400mg/dl on (B)(6) 2018. Customer¿s blood glucose at time of incident was 250mg/dl. Customer mentioned that he failed high pressure test and but passed self test. Insulin pump will not be return for analysis. Reservoir frn mmt 332a. Unomedical infusion set.